Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving dilaudid with concentration 40 mg/ml at a dose rate of 16mg/day via an implantable pump for non-malignant pain and degenerative disc disease/herniated disc pain. It was reported that the patient was having routine pump change for elective replacement indicator (eri). There was no cerebrospinal fluid (csf) flow at all from the catheter upon aspiration during the procedure. A new model 8780 catheter was implanted with good csf flow from catheter. The old catheter was described as being 14 years old. Regarding environmental/external/patient factors that may have led or contributed to the issue, a high drug concentration was noted. A new catheter was implanted with good csf flow from catheter. The old catheter was unattached and the end was tied off with suture in pocket. The old catheter was left implanted due to inability to locate anchor in order to explant catheter. The issue was resolved. The patient was without injury regarding their status as of (B)(6) 2018. The patient¿s medical history and weight was requested but would not be made available due to legal/confidential reasons. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. No further patient complications have been reported as a result of this event.